Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited damage to the ccd (charged coupled device) imaging part of the scope, which had no image coming. The issue occurred as an out of the box failure (e.g., upon receipt or unpacking). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated b5, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the ccd (charged coupled device) imaging part of the scope, which had no image coming is due to image blacks out when angulated olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.